Event description:
Boston scientific received information that this patient was checked by a local boston scientific field representative. This right ventricular (rv) lead exhibited high shock impedance (>200 ohms) in (B)(6) 2015 which then decreased. The shock impedance when checked again was high (>200 ohms). The representative informed boston scientific technical services that there were no stored episodes with noise. The representative also noted that the patient had not had any trauma which could have contributed to the increase in shock lead impedance. The pace-sense measurements of the lead were consistent and in range. Technical services discussed testing and further evaluating the lead. This patient did not show up for their appointment to check on this concern. The local field representative had no further information regarding this patient. There have been no adverse patient effects. The lead remains in service.

Manufacturer narrative:
(B)(4). The lead remains in service. This report will be updated should additional information become available.